Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no adverse impact to the customer's blood glucose level. Tandem technical support was unable to troubleshoot further with the customer, but after multiple supply changes the customer had resumed insulin therapy.